Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: component code. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that an instrument was damaged during use. The provided photos show a fractured plastic tip. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.